Event description:
It was reported that the spinal cord stimulation (scs) patient died of a heart attack ten days after having an implantable pulse generator (ipg) replacement procedure (see MFR. Report 3006630150-2025-06872). The patient had a history of pre-existing cardiac issues therefore, the physician did not believe the death was device related or procedure related.